Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-pc upn: m365sc14160 model: sc-1416 serial: (B)(6) batch: 221338.

Event description:
It was reported that during an implantable pulse generator (ipg) replacement procedure (MFR. Report no.: 3006630150-2024-03225), the physician discovered that the lead was coiled up on top of the previous ipg and unintentionally cut the lead of the paddle. Consequently, the patient required a paddle lead replacement. During the procedure, it was found that the ipg had high impedances. Thus, the physician decided to replace the ipg as well. The patient was doing well postoperatively. The explanted devices will not be returned.